Event description:
It was reported that intermittent occlusion alarms occurred. The customer would change the infusion set and cartridge to address the occlusions. On (B)(6) 2026 the customer was admitted to the intensive care unit (ICU) with a blood glucose (bg) level of 444 mg/dl with ketones. Ketone levels were identified as life threatening by health care provider. The customer received intravenous fluids of saline and insulin, which resolved the issue without causing any injury or permanent damage. Customer was discharged on (B)(6) 2026. Ultimately, the customer reverted to an alternate method of insulin therapy.